Manufacturer narrative:
(B) (4). The ge service was unable to duplicate the communication errors and adjusted the mainframe 5vdc from 4.91 to 5.01 vdc. The system fluoros without a communication error at this time.

Event description:
The customer reported that a communication error displayed during a case. No injury was reported.